Event description:
It was reported that a pt enrolled in a post-market clinical study underwent an x-stop procedure at l3-l4 and l4-l5. The pt was treated with lumbar epidurals due to severe pain, incapacitation, and unable to perform daily activities. No add'l info was reported.

Manufacturer narrative:
Device not returned, followed up with company rep.

Manufacturer narrative:
Implanted date: (B)(6), 2009. Desc evt problem: per operative note (B)(6), 2009, " while inseting 14 mm peek x-stop device, the very tip of l4 spinous process had a crack but the ligamentous structures wer in tact. The peek device was removed from partial insertion, the lamina and the rest of the spinous process.